Event description:
It was reported by service report that the bed has two casters where the rubber rings came off. The side rail is also missing a bolt. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail limiting link.